Event description:
It was reported that a vessel dissection occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 24 mm promus premier stent was advanced for treatment and deployed at nominal pressure of 11 atm. The stent caused distal edge dissection which was sealed using another promus premier stent. The procedure was completed successfully. There were no further patient complications reported.